Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the device would not cauterize. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The customer had the conmed generator power setting to 35 which exceeds the recommended setting range of 15-25 watts per the IFU.

Manufacturer narrative:
Investigation results: no visual no-conformities were found on the bisector and the device met all functional and electrical specifications during testing. It is not possible to determine the root cause or even provide a probable cause since there were no non-comformances discovered during the investigation. The complaint is not confirmed. A lhr review cannot be performed because the lot number was not provided by the hosp.